Event description:
It was reported that the intraocular lens (iol) was explanted after approximately one (1) month. The patient wished to be less myopic and a lower diopter lens was implanted. There was no patient injury reported.

Manufacturer narrative:
Prior to release to market, the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
Intraocular lens in patient's left eye was explanted. (B)(4). The iol was returned to the manufacturer. The lens had been cut in half. This is consistent with a lens that has been explanted. The returned sample was inspected at 10x microscope magnification. Lens had surface residuals adhered to both sides of optic body compatible with handling the lens out of a sterile environment. No other unacceptable cosmetic defects were found in the returned lens. No manufacturing related issue was identified. Diopter measurement: the lens was cleaned to remove surfaces residue. Optical inspection results showed that the lens corresponded to a 25.0d. Conclusions: diopter power issue was not verified in the sample returned. No product deficiency was identified. All pertinent information available to the manufacturer has been submitted.